Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g1, g4, h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 300-30-11 - equinoxe preserve stem 11mm 5740189 319-01-32 - steinmann pin sterile 3.2mm x 178mm 6430199 320-10-00 - equinoxe reverse tray adapter plate tray +0 6758897 320-15-05 - eq rev locking screw 6651585 320-20-00 - eq reverse torque defining screw kit 6615638 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm 6378174 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s076567 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm 5505238 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm s126076 320-31-40 - glenosphere, 40mm 6589583 320-35-02 - small superior augment glenoid plate 6701402 321-52-07 - 3.2mm drill bit sterile 6538809.

Event description:
It was reported that this patient's knee was revised. Reason for the revision is unknown. No further information provided at this time.